Event description:
An occlusion alarm was reported by the caller, which had been a recurring issue over the past week. There was no adverse impact on the customer's blood glucose level. To resolve the problem, the customer changed the cartridge and resumed insulin administration. Reportedly, the customer doesn't cycle the cartridge during the load sequence which is considered off label pump use.